Event description:
It was reported that during the procedure the end of the guidewire was observed to have become enlarged resulting in difficulty exchanging other devices over the wire. No adverse pt effects have been reported. The pt's condition was reported as "ok."